Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose level was 311 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.